Event description:
Caller reported that insulin gauge displayed an amount different from expected, specifically noting a fill estimate issue. Despite this, there was no adverse impact to the caller's blood glucose level. The caller was advised to remove air from the cartridge prior to filling, and while they acknowledged this, they declined to load a new cartridge, opting to continue using the current cartridge and follow up if necessary.